Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: evaluation is based on provided information and imaging. No product received to support the investigation. The investigation did not find the exact root cause. However as suggested in the literature excessive oversizing may be involved. No evidence to suggest that device was not manufactured according to specs. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: initial procedure carried out (B)(6) 2012, follow up CT 2 months later, follow up scan (B)(6) 2014 showed some circumferential thrombus distally in the graft but no real compromise to flow. Patient re-appeared this month c/o lower limb pain- CT carried out showed thrombus and associated lumen narrowing, started on anticoagulants and bp meds but no improvement so realigned/extended stent with a gore thoracic graft, seemed to improve symptoms but the patient then absconded from hospital. Patient outcome: the patient did require any additional procedures due to this occurrence. "Stent extended/realigned, difficult to know if the tx2 contributed or if it was a systemic problem." The patient did experience any adverse effects due to this occurrence